Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 525cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient reported that her right breast implant was deflated. Consultation with a medical professional has been conducted, however no diagnosis has been confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 01, 2022, mentor was provided with an accurate age of the patient at the time of the event. The patient was 57 years old when she observed the complication. The appropriate fields have been updated. Manufacturer¿s reference number: (B)(4).